Event description:
It was reported that the ambicor penile prosthesis (app) device was explanted due to unspecified reasons. A new app device was implanted.

Event description:
It was reported that the patient underwent an original implant procedure to have an ambicor penile prosthesis (app) device implanted.

Manufacturer narrative:
No code available was used as this complaint was initially reported as a revision surgery. Further information received stated the patient underwent an original implant surgery so there were no device malfunctions or patient complications to report.